Manufacturer narrative:
The device remains implanted, supporting the patient at the time of the MDR writing, and therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: potential adverse events. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and approximately two days after start of the support, within a few hours of starting heparin, the patient developed hematoma at insertion site with 1pt hemoglobin drop. Heparin was paused and pressure applied to insertion site. The patient began having pain at insertion site. Surgery consulted; however, it was noted there was no plan for washout or intervention at such time. The patient was reported to be in stable condition following the event and continues on impella mcs.